Event description:
It was reported that after placing a evacuator drain tube in the operating room, blood was found to be leaking from the bag after the patient was admitted to the neurosurgery ward. It was reported that there were no problems immediately after being admitted to the operating room.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed cause unknown. Seven photos were received of the evacuator for evaluation. The reported event was not able to be confirmed from these photos. Received 1 closed wound suction evacuator. Visual inspection noted a hole in the clear vinyl. Using in house tubing evacuator was able to suction fluid; however, leak was present at the seam of the evacuator. The reported event is addressed within the labeling. DHR was unable to be performed as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing a evacuator drain tube in the operating room, blood was found to be leaking from the bag after the patient was admitted to the neurosurgery ward. It was reported that there were no problems immediately after being admitted to the operating room.